Event description:
The customer reported being hospitalized due to high blood glucose of 665mg/dl. Troubleshooting was performed. Reviewed the alarm history and found an empty reservoir alarm. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The customer's most recent glucose reading was 230mg/dl, and he has treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.